Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was achieved using a proglide device with a 6f sheath after a coronary diagnostic procedure. Reportedly, when the proglide lever was lowered to close/park the foot, a "pop" was heard. Resistance was also felt when removing the proglide device from the anatomy. After the device was removed from the anatomy it was noted that the foot had been closed/parked. Hemostasis was achieved with the deployed proglide suture. There were no reported adverse patient effects. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficult to remove device and noise were unable to be confirmed. The investigation was unable to determine a conclusive cause for the reported difficult to remove the device and noise. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.